Event description:
I received some derma filler injections to my forehead and temples areas on (B)(6) 2019. Almost two years later, the injected materials have not metabolized at all. Instead, they feel like gel under my skin. I have been having increasingly worse facial pain, headache, pain behind the years, and tightness and pressure to the temple areas. FDA safety report ID #(B)(4).